Event description:
It was reported that there was oversensing. It was further reported that the patient was pacer dependent and that the oversensing was causing pacing below the lower rate. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information was received alleging that the patient "experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks. Each of which have required them to seek medical intervention resulting in replacement of the defective [lead]". It also alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; full lead was returned for analysis.